Event description:
The customer reported that the channel "a" on their colleague volumetric infusion pump, always detects air. It is unknown when this occurred or if there was any patient injury or medical intervention necessary according to the hospital representative. No additional information is available. The MDR is being created for the colleague 3cx volumetric infusion pump, catalog number 2m8163 , as the colleague 3cxe infusion pump, catalog number 2m9163, is the same as or similar to the us product code 2m8163.

Manufacturer narrative:
Evaluation summary: the reported condition of the pump always detecting air was confirmed. Inspection of the device found that the pump's air in line printed circuit board (ail pcb) was out of specification causing the reported condition. The pump head module was replaced to correct this issue.